Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 401 mg/dl. The patient contacted their healthcare provider for high blood glucose. The customer was treated with a syringe. The customer high blood glucose was stabilized per correction does, and then checked functionality of insulin pump. The customer was advised that we will sent out replacement box of reservoirs and set.